Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer rebooted the system to overcome keyboard failure error message; however, the system failed to boot up. There is no report of injury or death associated with the event described in this complaint.